Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced two episodes of low blood glucose to 50 mg/dl in the same day and treated with oral glucose. Symptoms included hypoglycemia. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed that no findings were available, with insufficient information to assess a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.